Manufacturer narrative:
Date sent to the FDA: 03/28/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Result: representative samples of the product were returned for evaluation. The needles were inspected and tested for suture tensile strength. There were no signs of manufacturing or material defects found. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Results - representative samples were returned and tested for suture tensile strength and the results obtained were above the requirements.

Event description:
It was reported that a patient underwent a coronary artery bypass graph procedure on (B)(4) 2011. After the procedure when the patient was in the coronary care unit, the suture broke when the patient was coughing. Additional information has been requested.